Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 436 mg/dl. The customer¿s other blood glucose was 456mg/dl and 201 mg/dl. The customer was treated with insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 8, 2019. The customer reported via phone call that they were not using auto mode at the time of the call. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was in the auto mode during the high blood glucose level incident.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 8, 2019.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 8, 2019.